Event description:
On (B)(6) 2011, a vns treating physician's nurse reported to a cyberonics country manager in the (B)(4) that during titration of the vns device the patient experienced an arrhythmia. The patient's pulse rate decreased as well as the time between pulses. This occurred three times while the vns output current was set on 0.50ma. The patient was therefore left at a lower output current of 0.25ma. The patient did not present with any symptoms, traumatic events, or have any triggers suggesting an arrhythmia post operative. No medication changes were noted. The arrhythmia correlated with the on time of the programmed device settings and occurred following a setting change of 0.25 ma to 0.50 ma output current. Electrocardiography was used to diagnose the arrhythmia and the physician believes that the arrhythmia is related to vns therapy stimulation. The vns was set to a lower output current as an intervention to prevent the patient from continued arrhythmia. Attempts have been made for information; however, no more information has been received to date.